Event description:
It was alleged that a freeflow of nipride occurred on a pt. The nurse attempted to open the door of the pump and the door separated from the pump at the hinge. There was no resultant pt complication.